Event description:
During follow-up, non-sustained right ventricular oversensing and decreased impedance was observed on the right ventricular lead due to subclavian crush syndrome. Diagnostic imaging confirmed subclavian crush syndrome. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection found clavicular crush at the middle region of the lead damaging all the lumens, the ptfe liner and ring electrode and non-functional etfe cable coating. Diagnostic imaging revealed no anomalies. Electrical testing revealed no anomalies. The cause of the reported lead noise and low pacing impedance is consistent with clavicular crush.